Event description:
It was reported that the driveline was cut while the patient was doing yard work and using a hedge trimmer. The controller exhibited electrical faults and a vad stop alarm. The ventricular assist device (vad) exhibited high watt alarms, and a single motor stator failed. A driveline splice repair was performed with prophylactic treatment as there was an associated vad stop. The driveline / vad and the controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable and the controller were not returned for evaluation. Review of the ventricular assist device (vad) manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a vad stopped and electrical fault alarm logged on (B)(6) 2020 at 11:46:45. The electrical fault alarm was due to an overcurrent condition in the front stator, resulting in the vad stopped alarm due to the motor stators failing. These were followed multiple subsequent high watt alarms due to the increased power consumption associated with the pump running on a single stator (rear stator only). Additionally, two vad disconnect alarms were logged on (B)(6) 2020 since 12:44:44 due to the physical disconnection of the driveline from the controller and the first was followed by an electrical fault alarm at 12:46:29 due to an open phase in the rear stator. On-site inspection of the driveline cable, as well as visual inspection provided by the site revealed damage to the outer sheath and inner cable wires. A driveline splice procedure was performed to mitigate the reported conditions, which correlates with the observed vad disconnect and electrical fault alarms observed on (B)(6) 2020. As result, the reported event was confirmed. Additionally, visual evidence provided by the site revealed discoloration on the outer sheath of the driveline cable. This is an additional finding not related to the reported event. Based on historical review of similar events, the most likely root cause of the observed outer sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the reported event can be attributed to the accidental cutting of the driveline by the patient, as mentioned in the reported event details; several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 serial #: (B)(6), h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system: controller 2.0. Model #: 1420 / catalog #: 1420, expiration date: 31-may-2019, serial#: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 31-may-2018. No <(><<)>yes, if pump> (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline was cut while the patient was doing yard work, and using a hedge trimmer. The controller exhibited electrical faults, and a vad stop alarm. The ventricular assist device (vad) exhibited high watt alarms, and a single motor stator failed. A driveline splice repair was performed with prophylactic treatment as there was an associated vad stop. The driveline / vad and the controller remain in use. No patient complications have been reported as a result of this event.